Manufacturer narrative:
Patient demographics requested but not provided; however ,the customer stated that the patient was an adult patient.

Event description:
It was reported that the rn programmed the device to administer zosyn 50ml IV piggyback to infuse at a rate of 12.6ml/hour for the duration of 4 hours. Upon returning to the patient's room 30 minutes later, it was found that the entire zosyn dose had been delivered. The rn stated that the device was programmed correctly. The customer later stated that there were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
Report source: quality systems specialist. No device will be returned. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Patient age and dob requested. Other text : customer returned product to 3rd party biomed for investigational purposes.

Event description:
It was reported that the rn programmed the device to administer zosyn IV piggyback. Upon returning to the patient's room 30 minutes later, it was found that the entire zosyn dose had been delivered. The rn stated that the device was programmed correctly.